Manufacturer narrative:
Corrected data: the information that was provided was not corrected information but actually only additional information. The field was not indicated no for device evaluated by manufacturer. It has been corrected/indicated on this supplemental report.

Manufacturer narrative:
Additional information. The complaint device was received at the manufacturer along with a medical device reporting form. The form provided additional information which indicated that the physician used a non-amo device as the replacement lens. A conclusion code is being used as evaluation of the actual returned device is anticipated but not yet begun. Results will be submitted in a supplemental filing. Corrected data: device available for evaluation - yes, returned to manufacturer on: 08/08/2016. Device returned to manufacturer - yes. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zkb00, was performed from the left eye of a female patient because she complained of dysphotopsia (halos/glare). There was no injury, no incision enlargement, and no vitrectomy performed. Another lens from another manufacturer was used a replacement lens. Patient has recovered. Additionally, the patient also had a lens, model zmb00, explanted from her right eye. A separate MDR will be filed for the right eye. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There is no complaint related test. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data showed the lens was within power specification and met the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection indicates the lens is damaged, most probably to make the explant possible. Considering the condition of the returned lens, additional analysis is not possible. The customer's reported event could not be confirmed on the returned lens sample. All pertinent information available to abbott medical optics has been submitted.